Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a red alert for an unknown issue. The patient mentioned they were not feeling well and their pulse was high. Additional information provided from the field indicated this patient has not been seen in the clinic to address the red alert. At this time, the ICD remains in service. No adverse patient effects were reported.